Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported revision surgery. Patient was revised to address elevated metal ions. Upon revision, corrosion on the trunnion was noted.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/29/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, corrosion, and increased metal ions. Lab results from (B)(6) 2014 confirmed high metal ions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is considered completed.

Manufacturer narrative:
Sales rep reported revision surgery. Patient was revised to address elevated metal ions. Upon revision, corrosion on the trunnion was noted. Doi: (B)(6) 2009 dor: (B)(6) 2014 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.